Manufacturer narrative:
Siemens filed an initial MDR 2432235-2019-00178 on 17-may-2019 for discordant, falsely low sodium and potassium patient results obtained on an advia chemistry xpt instrument. MDR 2432235-2019-00178 supplemental report 1 was filed 31-may-19. Correction (may 31, 2019): a1: the patient's sid is (B)(4) and not sid (B)(4) as originally stated. A2: patient age is unknown and not 40 years as originally stated. Additional information (may 31, 2019): a3: gender is male.

Manufacturer narrative:
Siemens filed an initial MDR on 05/17/2019 for discordant, falsely low sodium and potassium patient results obtained on an advia chemistry xpt instrument. (05/28/2019): siemens has been informed that the customer did not observe discordant potassium patient results. Additional information (05/28/2019): siemens has been informed that the type of sample tested was serum. Quality control (qc) results recovered within (qc) ranges. The initial discordant sodium result (125 mmol/l) was not reported to the physician(s) as it was discovered during the laboratory results validation, and only the repeated sodium patient result (147 mmol/l) was reported as the correct result. At the time of the incident, the customer observed an ise calibration error (code: 02 950 4360).

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) instructed the customer to replace all ion selective electrodes (ise). There were no further reports of discordant low sodium or potassium results after customer maintenance. Based on the information provided, the actual cause of the discordant patient results is unknown, however the problem did not reoccur after routine maintenance and replacement of the ise electrodes by the customer. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low sodium and potassium results were obtained on an advia chemistry xpt instrument. The customer repeated the discordant sodium patient result on an alternate advia chemistry xpt instrument, resulting higher. The customer also reported discordant low potassium patient results, however actual test results were not provided. The customer reported the repeat sodium result as the correct result to the physician(s). It is unknown if the customer reported corrected potassium results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant advia chemistry xpt sodium or discordant low potassium results.